Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had swap sockets. The issue occurred during service. There were no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, d9, g3, h2, h3, h4, h6 and h11. Corrected field: d4 - unique device identifier (UDI) #1. The device was evaluated for a field service engineer of olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: s socket replaced. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.